Event description:
We tried to implant but the dr couldn't screw the rv lead into the box because something was obstructing the port.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
The conclusions are as follows: - review of device manufacturing records did not reveal any anomaly: the device has been manufactured and released conform to specification. - the device involved in this complaint was shipped by the center for analysis. However, the unit was lost during transportation. Therefore, no expertise could be performed. - in this specific case, the warranty will be applied. - this complaint is recorded for trending purposes. Device lost during transportation.

Event description:
We tried to implant but the dr couldn't screw the rv lead into the box because something was obstructing the port..